Manufacturer narrative:
Reported event. An event regarding incorrect placement involving a mako robotic arm was reported. The event was confirmed. Method & results. Product evaluation and results: the field service engineer reported: problem reproduced? Yes. Work performed: checked and adjusted all joints j1, j6performed and passed kinematic calibration test performed and passed full preventative maintenance checks. All tests pass and are optimized. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that product was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by misaligned joints as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
Mps reported poor tha cup placement. Inclination and version off by <5 degrees.